Event description:
It was reported that the user experienced an urgent low glucose event while using an ilet bionic pancreas integrated with a dexcom g7, with symptoms of tachycardia, shakiness, and confusion; the user ingested 30 grams of carbohydrates, and the ilet and phone alarm volumes were increased to ensure audible alerts after the user acknowledged hearing a prior beep. Symptoms included hypoglycemia manifestations of rapid heartbeat, tremor, and altered mentation. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included coaching to verify alarm audibility, comparison of fingerstick blood glucose to cgm readings, and cgm troubleshooting with calibration and a brief observation period. Investigation of this case revealed inaccurate low cgm readings compared to a fingerstick value and that the user¿s device alarms were initially less audible, after which the cgm was recalibrated and alarms set to high volume. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.